Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned. The outer insulation exhibited full degradation a 57.7 cm to 57.8 cm and at 58.0 cm to 58.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.